Event description:
Reporter states that son received a result of 32mg/dl and she gave him candy to elevate his blood glucose. She states that 20 minutes later the device read hi and 10-15 minutes later read 300 mg/dl. No action taken based on the last 2 results. No quality controls were used. Requested return of suspect device and replacement was sent.